Manufacturer narrative:
Based on the current information provided, the cause of customer reported failure mode cannot be determined. Isi has not received the vse instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: there was a blade jammed error and an instance of cut failure for vse instrument (lot #l90211102-0108). The user experienced the error and then immediately switched to a new vse (lot #l90211102-0100) and completed the procedure. There were no other related errors seen. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection procedure, the customer indicated that the vse instrument did not adequately seal unspecified tissue and as result, bleeding was observed. No further details regarding the complication were provided such as blood loss volume, source of the bleeding, and what medical intervention, if any, was administered due to the complication. The cause of customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the customer reported that there was bleeding due to insufficient sealing with the vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 7/25/2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the vessel sealer extend (vse) instrument: isi has received the vse instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing. Performed grip force test on grips as additional testing, and it measured at 7.15 lbf in straight orientation, 7.23 lbf in yaw, and 7.08 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw gap test passed. Review of logs did not find any errors.

Event description:
Refer to h10/h11 for follow-up information.